Event description:
It was reported that the tip of the torque driver (tw1.25) fractured while removing a cover screw. The procedure was completed. Tooth location 30.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). One narrow hex driver was returned for inspection. A visual inspection revealed signs of wear consistent with use. The hex tip is confirmed to be fractured and no longer functions. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16 prepare the implant for healing ¿ step 7. Locate the surgical cover screw in the cap of the inner vial. Using the 1.25mmd hex driver with gemlock retention, engage the cover screw and push down to open door in inner vial cap. With the gemlock hex driver still engaged, remove the cover screw, carry it to the surgical site, and thread it into the implant. Suture the soft tissue over the implant or, alternatively, around a healing collar for one-stage implant placement. A singular cause for the complaint could not be determined.